Event description:
It was reported that the subject device had foggy image. The issue was found during reprocessing. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dents on distal edge, bent and dent outer tube, video connector dented on edges, fiber breakage, loose light guide adaptor and light transmission failed based on the results of the investigation, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.